Event description:
The cervical sealing balloon on the minerva handpiece would not stay inflated when it was inserted into the uterus. Air bubbles could be seen forming and popping in the secretions on the outside of the balloon, indicating a leak. The surgeon was unable to obtain a satisfactory seal so a new handpiece was obtained and used effectively for the procedure.